Manufacturer narrative:
The reported event of high impedance was confirmed. All the lead wires in the returned flex extension lead were fractured. The cause of the reported event is consistent with an overstress condition or sudden event, the lead was subjected to while in vivo.

Manufacturer narrative:
During processing of this incident, attempt was made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s therapy was affected due to high impedance. As such, surgical intervention took place wherein the extension was explanted and replaced to addressing the issue. Reportedly, therapy was confirmed postoperatively.